Event description:
Customer reportedly obtained results of 281 mg/dl and 122 mg//dl on the advantage system within 10 minutes. No action take on device results. No adverse event reported. Requested return of suspect system, and replacement was sent.